Event description:
It was reported that during a port placement procedure via the right internal jugular vein, the catheter was advanced through half of the connecting handle but not yet through the bump. It was further reported that when the fasteners were engaged, no "click" was heard, and the catheter was not pulled by the fasteners to cover the entire connecting handle. Reportedly, the fasteners were extremely loose. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation. One electronic video was provided for review. The video shows the physician was holding a powerport and the catheter. The physician tries to connect the cath-lock over the catheter, the cath-lock feels loose and cannot be connected. Also, the catheter was not connected all the way through to the port. It has been stuck at the mid-way point on the port stem. Therefore, the investigation has been kept inconclusive for the reported fitting and loose connection issues as the exact circumstances at the time of the reported event cannot be verified from the provided video. A definitive root cause for the reported event could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein, the catheter was advanced through half of the connecting handle but not yet through the bump. It was further reported that when the fasteners were engaged, no "click" was heard, and the catheter was not pulled by the fasteners to cover the entire connecting handle. Reportedly, the fasteners were extremely loose. The procedure was completed using another device. There was no reported patient injury.